Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient never experienced a good response from the internal device and was a non user. The patient also experienced pain at the implant site, resulting in the decision to explant the device. The device was explanted (B)(6) 2015.